Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive was peeling due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported the operation part (body control unit) on the evis lucera duodenovideoscope had air bubbles (leakage). No patient injury or impact on the procedure. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off and there was a gap in the tip adhesive. This report is to capture the reportable malfunction of the lighting lens had peeled off and there was a gap in the tip adhesive noted at estimation.

Manufacturer narrative:
Date of event/event: additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. The grip was not watertight. Due to handling (insufficient cleaning), the air and water nozzles were clogged, and the draining function was reduced. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Curvature collapse due to external factors was observed. The bending section cover bond was cracked due to external factors. Wrinkles were observed in the universal cord due to external factors. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.